Event description:
It was reported that an attempt to access aida+ resulted in an error message. The device was programmed into standby mode using specific engineering software; re-initialization with standard programming software restored normal device functioning and remains implanted. It was also reported that the device was shown to be at eol (end of life) before implantation, which is normal when a device is exposed to the cold. However, after the device warmed up, the device was showing normal bol, beginning of life, and was implanted. Note: this MDR is being filed late due to ela medical getting a complete understanding of the reporting requirements.

Manufacturer narrative:
It was reported that the device was showing to the eol before implantation which is normal for a device that is exposed to the cold; however, after the device warmed up it showed normal parameters and the device was successfully implanted. It was also reported that access to aida+ programming would not operate, resulting in an error message. Device remains implanted and is functioning normally. The analysis review of production history records. The analysis review of production history records show that this device was in specification when it was released. Review of production records of the device in object reveals no anomaly. Consequently, all available evidence indicates that the device was in specification when released. After this device was implanted, the pacemaker showed to be below eri and was cold. However, a day later, the pacemaker was showing normal bol of 96 ppm with a normal battery impedance of 1.3 kohms. However, aida was still showing "memory corrupt" and can not be programmed to reset the message. Since the analysis files resulting from the previous described procedure were not retrieved and forwarded for analysis, no final conclusion could be drawn (these analysis files are files saved by the programmer and containing: 1 - the recent history of communications with the programming head, the implant, and the activation of the user interface and 2 - the device memory data upon reinitialization. These files are not available by the user, but the user may send a copy to the MFR for analysis). However, it should be noted that the reported behavior might result for a cold exposure as described below: according to specifications, a device exposed to cold temperature might present internal battery resistance higher than 10 komega and therefore, adopt the following end of life behavior: switch to nominal mode: vvi, 70 bpm, 5v/0.49ms, sensitivity: 2.2mv, unipolar configuration (pacing and sensing). Switch off of device holter upon the following interrogation: a message is displayed stating: "holters corrupted". As soon as the messages are validated (with the "enter" key), the interrogation is completed. According to specifications, holer can not be restored by commerical programming software elaview 1.20ug1: therefore, aida+ programming or reading of any memory features could not be performed afterwards. Though the origin of the reported behavior remains unknown, we might hypothesize that it results from device cold exposure, which led to automatic switch off of device memories. As a consequence, the access to the holter would no longer be available and could not be restored with elaview 1.20ug1. In this context, and in order to prevent the reoccurrence of such event, a modification has been implemented in the next programming software version (1.22ug1) in order to automatically restore the access to the holter upon device interrogation. The reported event is related to device hotler management and has no consequence on pt.